Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate plus 375cc, catalog number 3502375, serial number (B)(4), lot number 6866253. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent an unknown procedure with a saline mentor smooth round moderate plus 375cc and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination. Patient noticed one week after mammogram left breast implant deflation. As a result, the patient will undergo removal and replacement with gel mentor breast implant of unknown type on (B)(6) 2018.

Manufacturer narrative:
On 07/12/18, it was reported to mentor that the patient experienced capsular contracture grade IV and pain and distortion left breast asymmetry. The left breast implant was completely deflated. The patient tolerated the procedure well. The replacement devices were gel mentor memorygel breast implant 400cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/17/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The replacement devices were gel mentor memorygel breast implant s 400cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/17/18, it was reported to mentor that the left breast implant was fully deflated. The patient tolerated the procedure well and there were no complications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/23/18, it was reported to mentor that the device that was received was not the device that was affected. It was the device that was a concomitant product. The customer sent the right implant by accident. Since the reported product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/27/2018, it was reported to mentor that the patient had primary augmentation procedure type. The patient had fully recovered after the surgery and did not have any complications. (B)(4).

Manufacturer narrative:
On 10/12/2018, it was reported to mentor that it was clarified that the correct device received was received on 7/27/2018. On 10/15/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/122018, it was reported to mentor that it was reported incorrectly that the date device was received was on 7/17/2018. The date the affected device was received was 7/27/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/12/18, it was reported to mentor that the device was received on an unknown date. Clarification is in process. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. Manufacturer¿s reference number: (B)(4).